Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted non-transthoracic transhiatal esophagectomy surgical procedure, a vessel sealer extend (vse) instrument had a broken conductor wire. The user was completing the procedure as planned using a backup vse instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument had a black broken cable. There was a loss of cautery due to this issue. The instrument had no signs of thermal damage at the site of the broken cable, and no fragment fell inside the patient. The instrument did not collide with any other instrument or tool during the procedure. Patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken conductor wire from the distal end at the snake wrist. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. Components adjacent to the broken wire do not show any damage, which may suggest potential mishandling or misuse of the instrument. The probable root cause is attributed to component susceptibility to damage during use. Damage to the conductor wire can result from mishandling the instrument, such as collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.